Event description:
It was reported that the patient underwent a surgical procedure to loosen the set screw and distract against the connector to give the patient room to grow. This was the third time since the hardware was implanted that adjustments were made for growth. It was reported that during the attempt to remove the set screw the top portion of the set screw sheared off making it impossible to remove. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual examination of the set screw revealed a significant amount of pitting present on the set screws where it interfaces with the female threads. Optical microscopy identified pitting that appear consistent in location and surface morphology to crevice corrosion. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material may have generated an oxygen deficient region, resulting anodic cell development, which would result in the loss of the passive film and eventual corrosion of the material. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion.